Event description:
It was reported that pump displayed malfunction alarm with code 12 and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again.